Event description:
It was reported that the magnesium infusion did not start on (B)(6) 2023 at 2228. The issue was discovered around 8am the next day and infusion was eventually started. However, according to the pump programming report, it did start on (B)(6) at 10:33pm, but the interoperability report shows error message ¿pump did not start.¿ there was patient involvement but unknown outcome.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the magnesium infusion did not start on (B)(6) 2023 at 2228. The issue was discovered around 8am the next day and infusion was eventually started. However, according to the pump programming report, it did start on (B)(6) at 10:33pm, but the interoperability report shows error message ¿pump did not start.¿ there was patient involvement but unknown outcome. The customer indicated the hospital had determined that the issue was user error.